Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Patient is a u.s patient that is in (B)(6). Patient received multiple shocks, believed to be inappropriate by the doctor seeing the patient (dr. (B)(6)) who did not describe the patient as being in arrhythmia. Doctor discussed programming changes and was informed of the ways to disable the therapy on the device. The doctor has reportedly disabled ICD therapy but is not confident in the programming changes and has referred the patient to another practice on the island to stabilize the patient. The patient reported that they wanted to go to miami to have device check. Patient was informed multiple times that if the therapy is disabled they will have no support in the event of an arrhythmia. Patient acknowledged that they understood this. Device remains implanted. Should additional information become available, this file will be updated.